Event description:
It was reported that the patient experienced heart palpitations. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos). There was also suspected phrenic nerve stimulation on the left ventricular (lv) lead and the thresholds were high and had increased. The rv lead remains in use and the lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant product: product ID: 694765, lead, implanted: (B)(6) 2010. (B)(4).